Event description:
Customer stated that the head hi/lo was drifting.

Manufacturer narrative:
Technician found that the head hi/lo was drifting. Technician replaced both up/down valves to resolve issue with bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.